Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. Additionally, it was reported that the patient did not enter fingerstick values promptly into the cgm device. The dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Diabetes mellitus is a known cause of hypoglycemia, confusion, and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that she was going to go for a walk, noticed that she did not feel well and sat down. Patient's friend advised the patient to lay down and patient did not recall much after that. It was reported that the cgm alert went off 4 times. Medics were dispatched and treated the patient with glucose. Patient was then taken to the hospital after stabilizing, where she was monitored for a few hours, had blood tests performed, was given food and was released. Patient reported that at the time of the event, the cgm displayed a bg value of 142mg/dl and fingerstick value read 74mg/dl. Additionally, calibration was not performed correctly. At time of contact, patient was in good condition. No additional event information was reported.